Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be an inadequate ultrasonic weld of the volume indicator to the port. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned basal bolus infusor, a leak was identified at the welded area of the volume indicator. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received with fluid inside the housing which indicated a leak has occurred. A functional leak test was performed by refilling the reservoir with green color water in order to identify the exact location of leakage. After fill, leakage was observed at the welded area of the volume indicator port located inside the infusor housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.